Event description:
It was reported that the right atrial (ra) lead was capped and replaced after it was fractured in an automobile accident. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01 ipg, implanted (B)(6) 2011; 8590-1 neuro accessory, implanted (B)(6) 2007; 8709sc catheter, implanted (B)(6) 2007; 863720 neuro pump, implanted (B)(6) 2007. (B)(4).